Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dubious presence of organic compounds in the patient circuit was detected. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center for investigation. During the evaluation, the service center visually inspected the device and no foam particles were observed. However, there were findings of dust and dirt inside the device. In conclusion, there was no evidence of foam degradation and the device was scrapped. Sections d8, d9, h2, h3, h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.